Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient had an appointment with a neurologist. The suspected cause of the hallucinations was from the catheter change the prior week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported there was an upper limit message reached - call your doctor screen. The patient was experiencing hallucination. The patient's mother noted they were having hallucinations with stimulation on and off. No further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). Hcp believed the hallucinations to be related to the patient's pump change, not the dbs unit. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hallucinations were felt to not be related to the dbs unit. The patient was dealing with a pump change. There were no further complications reported.